Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this patient was concerned about lead dislodgement. The patient reported having presyncope symptoms. There are no concerns from the clinic related to the leads or device performance or functionality. The health care provider noted that they have spoken to the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.